Event description:
It was reported that ¿a patient¿s soft pallet got torn in a thyroid case where a trivantage emg tube was used. Further follow up with the surgeon learned that he had no issues with the tube but indicated it was most likely the anesthesiologist¿s issue with placing the tube; he indicated the anesthesiologist had called the tube a ¿weapon¿ and prefers the silicone tubes. The procedure was a total thyroidectomy. The laceration occurred upon insertion of the tube. There was a slight delay to treat the injury and reintubate the patient. The case was completed without further incident. The patient was treated with antibiotics and was reported to be in good condition post-operatively.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.